Event description:
It was reported the programmer had a black screen and serious problem error. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer powered up with a system error. The stylus and the power cord door were also found to be broken, and the system fan was making loud noise.